Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth post treatment. Flap lift and rinse was done same day. Patient had no discomfort or complaint.

Manufacturer narrative:
Device available for evaluation? Yes. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.